Event description:
A consumer implanted for non-malignant pain and phantom limb pain reported the implantable neurostimulator (ins) didn't help them. The consumer's phantom limb pain was so brutal that in order to counteract the pain they had to turn the implant up so high that it would fry the bottom of the stump, meaning it would get hot and uncomfortable when stimulation was increased. As a result the device was explanted on (b)(64) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.